Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmission was unsuccessful. Patient was called in clinic and interrogation with merlin programmer indicated rf failure. Device download was performed successfully and rf function was restored. Merlin.net transmission was reconnected.